Event description:
It was reported that the pen ndl 32ga 4mm was unable to deliver insulin/medication. The following information was provided by the initial reporter: according to the customer's report, the drug didn't come out.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-12. Investigation summary: four open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned samples and photos and bent non patient end of cannula was observed on all four samples. Due to the condition the samples were returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 32ga 4mm was unable to deliver insulin/medication. The following information was provided by the initial reporter: according to the customer's report, the drug didn't come out.